Manufacturer narrative:
H6: c19- a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. An imaging evaluation was performed by a clinical imaging specialist. The imaging evaluation attachment in smartsolve provides additional detail, including clinical items reviewed during evaluation. The following was noted: one .jpg on page 2 and one movie submitted for review. Movie is 3 seconds in length. Jpg illustrates what appears to be a graft located in the abdominal aorta, as the pelvis bones are visualized bilaterally. Contrast is not present making patency and aortic anatomy unidentifiable. Still captures from the movie illustrates what appears to be a graft located in the abdominal aorta, proximal to the aortic bifurcation, distal to the renal arteries. Pelvis bony landmarks are not visualized for comparison to the .jpg. Lumbar spine anatomy also could not be well visualized in the movie. Unable to confirm device moved during deployment with available image set. This complaint was initiated on the basis of information received from the field. The information reported in the complaint indicates the user experienced initial partial expansion followed by excessive deployment force with successful deployment. No items were returned for an independent assessment of deployment performance. Therefore, the reported deployment difficulty could neither be confirmed, nor a root cause established with the available information. The reported movement of the endoprosthesis during deployment could not be confirmed due to limitations in provided imaging set and quality though there appeared to be a graft located in the abdominal aorta. The reported movement of the endoprosthesis from its intended treatment location at the subclavian artery, however, is consistent with excessive force applied during deployment resulting in inaccurate device placement. Therefore, the root cause is consistent with events as reported from the field, specifically user pulls the deployment knob forcefully.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2024, a patient was implanted with 13mm x 5cm gore® viabahn endoprosthesis with heparin bioactive surface (vsx device) to treat thoracic aortic aneurysm as chimney of left subclavian artery. The vsx device was advanced via axillary artery to left subclavian artery. The physician pulled the deployment line, and the vsx device expanded halfway. As the chimney hole and deployment force were big, the stent directly dislodged from the sheath via chimney and fell into the ascending aorta. The stent was fully expanded in aorta with the big force, but not at the lesion site. The vsx device was pushed and attached to the abdominal aorta via guidewire, snare and balloon. Due to the smaller diameter of the iliac artery, the stent was unable to be removed. It was fixed in the abdominal aorta without coverage any vessel. Another vsx device was used to complete the procedure. There is no impact to patient.